Manufacturer narrative:
The reported event low lead impedance was not confirmed. As received a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that during implant that device interrogation revealed low pacing impedance on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient was in stable condition.